Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a lynx sling and cystoscopy procedure performed on (B)(6) 2019, for the treatment of recurrent stress urinary incontinence due to severe mobility of the urethra. The patient who had a non-bsc sling from a previous surgery had it removed due to severe voiding dysfunction. The patient developed a severe large volume stress urinary incontinence with a cough, and it was bothering her. So, the patient had decided to proceed with a redo sling. As reported by the patient's attorney, the patient had experienced an unspecified injury. Post-procedure findings showed that the patient had hypermobility of the urethra.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.